Manufacturer narrative:
Concomitant medical products: dtba1d! Crtd, implanted: (B)(6) 2015, 4194-88 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma at the cardiac resynchronization therapy defibrillator (crt-d) site and the pocket was going to be revised, however, instead, the device was explanted, cultures were sent for analysis, and a few days later, the crt-d system was explanted due to a chronic infection. No further patient complications have been reported as a result of this event.